Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample has been returned for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. Reviewed the DHR record and there is no abnormality found during the in process or final control inspection.

Event description:
As reported by the user facility (translation of user facility information by (B)(4)): the pump has not diffused completely (drug: fluorouracile). The patient could not receive his treatment.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and half filled easypump ii lt 100-50-s without packaging. The provided sample was taken to a visual inspection. As-received condition the clamp clip was closed and the patient connector was not closed, the original wing cap was not handed over from the customer. Damages that would lead to a malfunction were not detected at the sample. After opening the big white top cap we detected crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. In addition the sample was filled up to the nominal value (100 ml) and was taken to a functional test respectively a leak test was carried out. After opening the clamp clip and starting the pump and waiting for 60 minutes the pump did work (solution was running). After these 60 minutes leakages were not detected. The inspected sample is within our specifications. Device history records (DHR): reviewed device history records, there is no abnormalities and no such defect detected at final control inspection. However, blockage due to crystallization is a known error pattern and corrective and preventive actions are in progress / have been implemented.